Event description:
It was reported that during a cholecystectomy procedure that the clip did not feed to the jaw properly. Also the trigger was harder to grip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Dropping/ejected clips. Eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and formed 3 clips as intended, however, after the seventh firing it ejected the remaining clip due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.